Manufacturer narrative:
No product was returned for evaluation. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that downstream occlusion error on initial pump connect. No patient was involved.

Manufacturer narrative:
Additional information was received regarding returned device. Correction was made for omitted model number in initial report. Updated d4.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed all seals were all intact. During functional check, the customer's problem was not duplicated. Device passed manufacture utility testing with a 50ml cassette and passed testing with a 100ml cassette. Root cause is unknown. However, replaced downstream sensor.